Manufacturer narrative:
The hcg stat reagent lot was 70297400 with an expiration date of 30-jun-2024. The field service engineer found a broken pinch valve tube and replaced it. The issue did not re-occur. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys hcg stat assay on a cobas e411 disk. The result did not fit the patient's clinical picture. The sample resulted in an hcg + stat value of "less than" 5 miu/ml. No specific result was provided.